Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable events burnt distal tip and c-cover was traced to component failure. However, the definitive root cause for the reportable event nozzle had foreign objects could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle had foreign objects, distal end and c-cover was burnt. There was no patient involvement.